Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was found to be faulty during the service call. The part is no longer available and cannot be ordered. The customer will seek repair from third party.

Event description:
It was reported that the system could not power up and that it was the bad power supply that was preventing the monitors from working. There is no report of injury or death associated with the event described in this complaint.